Event description:
As reported, the end of an unknown 6/7f mynx control vascular closure device (vcd) was unable to be introduced into the sheath since the end of the device had already separated. Another unknown 6/7f mynx control was used and hemostasis was achieved. There was no reported patient injury. The patient has a history of type 2 diabetes, essential hypertension, hyperlipidemia, congestive heart failure (chf) and atherosclerosis of bilateral legs. A cordis si brite tip 6f 11cm sheath was used with the device. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The user was trained to the device. The device was opened in a sterile field and prepped and stored per instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2214301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the end of a 6/7f mynx control vascular closure device (vcd) was unable to be introduced into the sheath since the end of the device had already separated. Another unknown 6/7f mynx control was used and hemostasis was achieved. There was no reported patient injury. The patient has a history of type 2 diabetes, essential hypertension, hyperlipidemia, congestive heart failure (chf) and atherosclerosis of bilateral legs. A cordis si brite tip 6f 11cm sheath was used with the device. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The user was trained to the device. The device was opened in a sterile field and prepped and stored per instructions for use (IFU). The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood and swelled, remaining in the manufacturing position. No separated/damaged atraumatic tip was observed on the returned device. The balloon was fully deflated. The sealant sleeve assembly was observed slightly open which may have been attributed to the swelled sealant. The syringe was not connected to the device, and the procedure sheath was not returned. Per microscopic analysis, visual inspection at high magnification showed no separated/damaged atraumatic tip on the returned device. However, the sealant sleeve assembly was observed slightly open which may have been attributed to the exposed to blood and swelled sealant. A product history record (phr) review of lot f2214301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿atraumatic tip separated¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.